Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient underwent a right knee revision due to tibial tray loosening at the cement to implant interface. The femoral component was well-fixed but revised. The patellar component was retained. Two depuy cement products were used during the primary operation. Doi: (B)(6) 2015; dor: (B)(6) 2019; right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> a previous device history record (DHR) review on legacy complaint (B)(4) did not reveal any related manufacturing deviations, anomalies or other non-conformances on the provided product and lot combination. Final micro and sterility tests passed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.